Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient reported to the hospital at 23:28 on (B)(6) 2016 due to weakness and dizziness. Patient was found to have a hemoglobin of 6.5 g/dl and a hematocrit of 18.6%. Platelets were 119 10 k/ul. Upon questioning, patient states he has had dark stools since sat, (B)(6) 2016. They turned tarry on mon (B)(6) 2016 and have remained black and tarry since. His international normalized ratio (inr) was 3.0 with a prothrombin time (pt) of 34.9 seconds and partial thromboplastin time (ptt) of 33.2 seconds. Patient was taking aspirin, 325 mg oral daily, and coumadin, 9 mg oral daily at admission. Warfarin was held so inr would come down to allow patient to be scoped. He received two units of blood beginning early morning of (B)(6) 2016. Hemoglobin/hematocrit responded appropriately, rising to 8.4/24.4. It remained stable on (B)(6) but on (B)(6) 2016, it had dropped to 6.2/18.5 again. Patient was given 4 units of packed red blood cells on (B)(6) 2016. He was scoped on (B)(6) 2016. A small amount of old, dark blood was seen in the stomach, but no area of bleeding could be identified. A nonbleeding angiectasis was seen in the 2nd portion of the duodenum and was clipped. There was active bleeding see in the jejunum from a small flat lesion, probably representing an angiectasis. The lesion was between two folds and was difficult to see, bleeding was brisk. A clip was placed and argon plasma coagulation was applied for hemostasis with success. No additional active bleeding was seen. A colonoscopy was also performed. Prep was poor but no other sites of active bleeding was noted. Patient was placed on octreotide and pantoprazole drips at admission. These were stopped on the (B)(6) 2016. Heparin drip and coumadin were both started on (B)(6) 2016, following scopes. Patient was discharged home on (B)(6) 2016 with a hemoglobin and hematocrit of 8.6/25.6. Because his inr was not therapeutic at discharge (it was 1.16), he was given enoxaparin injections twice daily beginning 7 december through the morning of 10 december. No additional information available.